Event description:
The anvil of a cs29 stapler was closed on tissue via an idrivec during a sigma resection procedure. After closing, repeated presses of the open and close buttons on the idrivec effected no change in anvil position. Subsequent to this, and without any further button presses, the anvil opened automatically. The device was removed from tissue, and the procedure was completed by use of another device.

Manufacturer narrative:
Patient's weight is not known; (B) (4). The returned idrivec was visually and functionally evaluated, and met the requirements for both. When tested the device was capable of firing a cs29 into 3 layers of foam without any unintended issues. No problem with intermittent button function was found, and the root cause of the reported non-conformance could not be determined. (B) (4)